Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection (other) describe: uterine') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". In 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine infection (seriousness criterion medically significant), pelvic pain ("pain"), mood swings ("hormonal changes describe: mood swings"), feeling abnormal ("hormonal changes describe: brian fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection type: (urinary tract)"), fungal infection ("infection (other) describe: yeast"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and cyst ("other injury(ies) or complication(s) please describe: cysts on groin") and was found to have weight decreased ("weight gain / loss (specify which one) weight loss") and uterine leiomyoma ("other injury(ies) or complication(s) please describe: fibroid"). Essure treatment was not changed. At the time of the report, the uterine infection, pelvic pain, mood swings, feeling abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, depression, anxiety, acne, migraine, tooth disorder, dysmenorrhoea, dyspareunia, weight decreased, cyst and uterine leiomyoma outcome was unknown. The reporter considered acne, anxiety, cyst, depression, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract infection, uterine infection, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs received. Patient demographics provided. Previously reported event "injury nos" replaced with new events: pain, infection (other) describe: uterine, mood swings, brian fog, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection type: (urinary tract), infection (other) describe: yeast, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: acne, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight loss, cysts on groin, fibroid, patient did not undergo essure confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.